Event description:
It was reported that the fiber burnt and broke. There was no patient involvement.

Manufacturer narrative:
With the available information, boston scientific concludes that the reported burn and fiber break events were confirmed through analysis of the media provided, as the image showed that the fiber body was broken. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage; fire in the treatment room; or accidental laser exposure to the treatment room personnel or patient. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied.

Event description:
It was reported that the fiber burnt and broke in the middle creating fire. Laser was in default setting with power 10 w. The console seemed to be working fine. The physician immediately changed the laser. Later the procedure was completed using a non-fiber mode (free hand) with a micromanipulator. There were no patient complications.